Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where infusion set tape was not sticking on 20-jun-2024. Infusion set had been used for 3-4 days. Patient confirmed use of hospital tape to secure the product. No further information was available.